Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete. A follow-up report will be submitted with all additional relevant info.

Event description:
Device issue: shaft separation. Time of device issue: during the procedure. Adverse event: none. It was reported that during the procedure in an unspecified vessel, the herculink elite became stuck on the spartacore guide wire during advancement. The herculink elite stent delivery system never entered the body. Both products were replaced and the procedure was completed successfully. There was no additional info provided. During return device analysis, separation of the inner and outer shaft was observed.